Event description:
Complaint investigation when a complaint was rec'd from a consumer's family member that the customer obtained successive error messages on their softact/soft-sense meter. Feeling unwell the customer placed phone calls to the customer and to the urgent care dept of the customer healthcare facility. The result of the urgent care call was that an order would be placed for test strips for another meter owned by the customer. No call was placed to medisense at the time as directed in label copy whenever an error message is duplicated in repeat testing. The consumer was found in the customer's home at 9am with no signs of life. An autopsy was not performed as the medical examiner did not feel that the customer's death was suspicious and in the area the consumer lived in does not perform autopsies on anyone over the age of 60 if there is not a suspicious death.